Manufacturer narrative:
The pump gave a motor error alarm during the rewind process due to a corroded motor home switch. Unable to perform the displacement test or verify other alarms due to the motor error alarm. The pump was received with minor scratches on the display window, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor sensor test failure. The customer stated that he woke up and the alarm was on. The customer's blood glucose was 180 mg/dl. The customer was assisted with doing the displacement test and the alarm recurred. He was unable to complete the test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.